Manufacturer narrative:
Concomitant medical products: product ID: w4tr01 implanted: (B)(6) 2019 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient wife that ¿only two wires are working.¿ patient wife noted that ¿it¿s getting very difficult for the patient¿ and that the patient heart rate has increased. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician office noticed all leads are working and are within normal range.